Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. UDI#: (B)(4). DHR review: the device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Technical review and physical evaluation: evaluation of the device on dec 5, 2018 found the calibration and test cut could not be taken due to a bent comb. The roller and gear had visible damage. The device was received with 5 cutters, 1-1 1403041, 1.5-1 1510170, 2-1 1507070, 3-1 1507012, 4-1 1507123 the device was approved for a tier 3 repair. The cutters named above all produced complete cuts. The comb, roller, and gear were replaced on the mesher. The mesher was calibrated. Probable/root cause: while this device was brought in for preventative maintenance, it was noted that it required repair for additional defective components. It is unknown with the information that was provided what led to the defectiveness of the replaced components. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: based on the information provided, this investigation determined that there is no need for further action at this time. This complaint will be tracked and trended per for any adverse trends that may require additional actions.

Event description:
It was reported that initially the complaint was found that it was preventive maintenance. Later it was noticed that the unit required repair. During the investigation, it was discovered that the comb was bent. No adverse events were reported as a result of this malfunction.